Manufacturer narrative:
Device manufacture date is unknown, no information has been provided to date. G5: 510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use there was an occlusion in the trifurcated adapter with locking hub. No patient injury or clinical affects was reported.

Manufacturer narrative:
Email is: (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. The part was in good condition and already adhered to tubing that is not added by ICU medical. The part was water leak tested to identify the occlusion described by the customer. One of the three ports on the trifurcated end was confirmed to be occluded and no water was passing through. Due to the tubing, not being assembled by ICU, and already being attached to trifurcated adapter, the taper of the ports could not be measured. The returned sample was cut in half to observe the inside of the ports. No flash was seen occluding the port that was identified as occluded during the water leak test. Without being able to remove the tubing, a root cause cannot be determined but the occlusion can be confirmed. The customer was unable to identify a lot number for the returned sample. Without a lot number, manufacturing dates cannot be determined, maintenance work order history cannot be reviewed, and no device history review (DHR) can be reviewed to determine if any nonconformances occurred during the time of manufacturing. No actions will be taken and the complaint will not be escalated as the root cause cannot be determined. Complaint history was reviewed for the past two years and no other complaints have been filed for occlusion.